Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the display failure was due to a defective touch screen. The touch screen was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device display screen was flickering and the touchscreen was inoperable. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device evaluation confirmed the reported display failure and an inoperable touch screen. Based on the evaluation results and previous investigations of similar complaints, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device display screen was flickering and the touchscreen was inoperable. There was no patient injury reported as a result of this incident.